Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found epoxy on the contact spring. The non-conductive epoxy was coating the spring in some areas and other areas of the spring had bare spots so that intermittent contact was being made between the ring slot and the spring. This intermittent contact could generate noise. It is believed that this may be a manufacturing anomaly to allow epoxy to contaminate the rv-ring contact spring.

Event description:
This report is to advise of an event observed during analysis.